Manufacturer narrative:
(B)(4). Visual examination reveals that there is no exposed glass remaining at the tip. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached. The fractured tip caused the fiber to appear as though it degraded quickly.

Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2013-14310 for the other associated device information. It was reported to boston scientific corporation that an accumax laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the laser fiber degraded. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.